Event description:
It was reported that a priming bolus was incorrectly performed; a 0.199ml back table pump tubing prime was programmed instead of the recommended 0.3ml. The pump was primed on the back table prior to implant. The line at the pump was vented and the programmer was a uto-calculated at 0.827ml. The patient did not have any adverse effects. Additional information noted that the patient was receiving effective therapy. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).